Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that observed discrepancies could be attributed to the lag between bg and sg inherent to the sensing technology or rapid rate of glucose changes. Customer care recommended that the user relink their sensor to clear calibration history and any possible calibration misalignment. The re-link was performed successfully, and the user was advised to continue using the system and perform calibrations as prompted by the system.

Event description:
On march 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.